Event description:
Breast cancer patient with PICC - line in the hay upper arm. Visible external part was 4 cm at admission date. Have had the catheter for 9 weeks, only use during chemotherapy cycle 1 and 2, no sampling or else via the catheter in the meantime. Worked very well for both inj/inf and backflow. Rescheduled every week on vc. Not purged. The patient comes for their 3rd processing on a 24/4. Good backflow and no problems when the catheter is initially flushed with nacl. She received inj fluorouracil about 20 ml and "epirubicininfusionen" switched on. When 200 ml of 350 entered, the patient suddenly sore upper arm and a blush visible. The drug has extravasated, probably just a small amount. The skin will be flushing the catheter just above the entrance hole. The infusion is interrupted, try to aspirate the catheter is made without results. The catheter is removed and normal extravasation routine utors. When checking the flushing of the coated catheter sees a hole at the 5 cm mark and a tendency to kink memory of the catheter.

Manufacturer narrative:
The complaint of a subcutaneous leak in the catheter is confirmed. Gross and microscopic examinations revealed a deep impression in the tubing. This impression is located between the 5 and 6 cm depth markers. Within the deep impression there is a partial tear in the tubing. The tear is nearly perpendicular to the axis of the tubing. Tactual examination showed the tubing surrounding the tear site to be slightly compressed. Functional testing showed the catheter leaks from the split in the tubing. It appears the catheter was subject to a tubing fatigue failure, which is the gradual fracture of a component that is under cyclic loads. It appears that the catheter was kinked and repeatedly flexed at the site of the partial break. When a catheter is kinked or bent, the tubing on the inside of a kink would be under compressive loads causing material wear and friction. These characteristics and cross sectional rough walls in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) or rexf1041 showed no other similar product complaint(s) from this lot number.